Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation.

Event description:
The sales associate reported the tip of plug drivers had sheered off while tightening down device. The broken pieces were retrieved. No adverse event reported.

Manufacturer narrative:
The two returned 2000-9061 (pol 5.5 ti plug driver) from lot zb150106 were visually inspected. Initial inspection confirms the reported device failure; the devices tips are fractured. A functional assessment was not performed. The DHR (device history record) for the product lot was reviewed. There were no reported non-conformances or product deviations that could have contributed to the reported event. There are no indications of manufacturing issues which could have contributed to this event. The root cause cannot be conclusively determined with the available information, but it is likely that forced placed upon the drivers during used exceeded their functional capability.